Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital stating he thought he was shocked. Upon review, it was discovered that the pacemaker did not exhibit a shock. It was noted that the right ventricular lead exhibited high capture thresholds. The patient could feel the pacing at the higher outputs. The lead was explanted and replaced, and the pacemaker was also electively explanted and replaced. There were no patient consequences.